Event description:
It was reported the patient¿s leads were displaced and confirmed to have been flipped. It was further reported the patient¿s leads ¿were in the wrong position.¿ it was stated that high impedances ¿>10000¿ ohms were measured. It was noted that revision, surgical intervention, and hospitalization were required as a result of the event. It was stated ¿the doctor tried to replace the displaced lead, but the lead was damaged, so he changed the lead.¿ it was also stated the extension was changed after replacing the patient¿s leads. The patient was reported to have experienced ¿less than 50% therapy relief¿ associated with the event and they were alive with no injury at the time of report. Implantable neurostimulator (ins) interrogation records indicated the high impedances >10000 ohms were found on electrodes 9, 12, and 13. It was noted there were no out of range impedance values were found when system impedances were tested at a later time on the day of replacement. Additional information reported that at the time of implant the patient¿s ¿leads were parallel to the vertebral column (one left, one right) with a distance from 2-3 cm.¿ I was further reported that at the time of revision ¿the leads were no more parallel¿ and ¿they made a loop about 4 cm deeper than before.¿ it was stated ¿the lead looked fine, but the impedances were bad.¿ it was noted ¿the doctor had not the impression that the lead was damaged because of the dislocation.¿ it was reported the patient was ¿fine¿ as of 26 days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3888-28, lot# 0207441864, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# 0207541012, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4). Device evaluation: analysis of the lead with lot #0207441864 found ¿the #3 conductor was broken at the #3 electrode weld site.¿ it was stated the lead was broken due to ¿overstress/damage.¿ analysis of the lead with lot #0207541012 found no anomaly. Analysis of the extension found no anomaly.